Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on (B)(4) 2014. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. A review of the receiver data log confirmed a hardware error code. The complaint of intermittent out of range was confirmed. A CAPA has been initiated for this issue.